Manufacturer narrative:
The customer¿s experience with failing display boards was confirmed was confirmed on the 6 returned display boards. Risk assessment dir: (B)(4) notes dim segment issue associated to faulty component of the seven segment display. A supplier product change notification (pcn-(B)(4)) was issued to improve the manufacturing process. Dim 7 segment display issue was risk assessed via dir: (B)(4). Fi CAPA (B)(4) investigated dim 7 segment display issue. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A chr (complaint history record) review in the track wise was performed for the sn (B)(4) which confirmed that no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
The customer reported 6 display board failures. It was reported that one lvp had failing 100th digit and the additional 5 lvp had 1st and 10 digit failing. The customer reported that all the display boards were found on preventive maintenance and there was no patient involvement.